Event description:
It was reported that the pump over infused. No patient involvement or injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was returned for analysis with all tamper seals intact and no external damage noted. Visual and function testing was performed. No issues noted in the event history log (ehl). The device's delivery accuracy was running at three different tests, all of the tests were found to be over the manufacturing specifications the reported problem was duplicated. The cause of the reported issue was due to inaccurate delivery. The technician will replace the expulsor. The root cause of the reported issue was unable to be determined.

Event description:
Information was received regarding a cadd solis hpca pump. It was reported that the device gave a "cassette not attached properly" message. It is unknown if there was any patient, or clinician injury associated with these occurrences.